Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the system displayed an energy error and treatment was stopped at 7% complete. The laser froze so it was restarted and recalibrated. Once the system was restarted the laser began to arm itself and disarm itself for about fifteen minutes. It was then decided the patient's treatment would be completed at another location. Additional information requested.

Manufacturer narrative:
Additional information provided. Logfile review can confirm treatment was interrupted at 7% because the laser pedal was released. Logfile shows a message displayed. During the onsite visit the fse (field service engineer) was able to recreate secondary energy too low message. To fix this issue fse adjusted energy, verified n2 flow, performed gas change and successfully completed system verification to specification. The root cause is the need for an adjustment of the energy table settings. The manufacturer internal reference number is: (B)(4).